Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: during testing, the display was dim and discolored. Unrelated to the complaint, the battery compartment was cracked. Damage was found to the audio bolus button.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.